Event description:
It was reported that during treatment of a peripheral artery lesion in the superficial femoral artery using the stent protege ef v10, the physician experienced a deployment issue as the delivery system was stuck and unable to deploy the stent. The sheath used was a terumo 6frx45 and the guidewire was a terumo 260 glidewire advantage. The instructions for use were followed without issue, and the thumbscrew/lock-pin was checked for securement prior to the procedure. No resistance was encountered when advancing the device, and the stent was not passed through a previously deployed stent. The stent was removed successfully in tandem with the delivery system without injury or intervention, and there was no vessel damage. The stent struts appeared to be exposed. The procedure was completed using a new everflex 6x200 stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): analysis: the device was returned with the lock pin mechanism tightened and a portion of the stent was observed to be exposed the device was identified from the strain relief as 150mm, approx 21mm of the stent was exposed from the device, the blue outer sheath was detaching from the strain relief area of the device, the area of detachment was examined, and it seem that sheath had detached from the strain relief area connected to stainless steel push rod. A 20cc water filled syringe was used to flush the device through both the annual spaces, it couldn¿t flush through both the spaces. An in-house 0.035¿ guidewire was used for guidewire loading check, and it was unable to advance through the device. The blue sheath was pushed back to strain relief as there are still few portions of glue fillet remaining and the stent was manually deployed by applying excessive force with difficulties. The stent was measured as 150mm after the deployment by advancing the push grips, with no abnormalities observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.